Event description:
It was documented that customer had numerous high blood glucose episodes reaching to 500 mg/dl. Customer declined to be transferred to helpline as customer believes high blood glucose may be due to user error. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.